Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that on first use it failed, it was leaking co2 from inside the housing. The issue was an out of box failure, upon unpacking. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was confirmed. In addition, the investigation found that due to damage to the co2 gas inlet, a gas leakage from the primary piping is found. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.